Manufacturer narrative:
Concomitant medical product: ddbb2d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for noise and high/ undefined pacing impedance and it was determined that the lead was fractured. The lead was inactivated but left in place. No patient complications have been reported as a result of this event.